Event description:
Sales rep reported they have been having trouble with impaction and leg length values. Ran through pre-surgery checks for each procedure, however still noticing that the values appear to be "off".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
Reported event: an event regarding inaccurate values/visuals involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: no. Troubleshooting notes: none. Work performed: reported problem ¿ trouble with impaction and leg length values. Observation ¿ could not duplicate the problem. Action taken ¿ as a preventative measure cleaned the camera lenses. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected and completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6)shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Sales rep reported they have been having trouble with impaction and leg length values. Ran through pre-surgery checks for each procedure, however still noticing that the values appear to be "off".